Event description:
Caller reported a minimum fill notification. The customer's blood glucose level was at 300 mg/dl, indicating no adverse impact. The customer had already prepared a new cartridge and removed the old one. Technical support instructed the caller to clean the pump and remove it from its case, which enabled the caller to successfully load a new cartridge and resume insulin delivery.